Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting noise on both the rate and shock channels resulting in pacing inhibition. The noise was described as fine, which seemed indicative of diaphragmatic stimulation. It was reported that the noise could not be reproduced, so a lead issue could not be ruled out. Another possibility of lead on lead insulation damage was discussed. The physician plans to explant the cardiac resynchronization therapy defibrillator (crt-d) due to the recall/notification, so it was recommended that replacing the transvenous defibrillation lead be considered since the patient was pacemaker dependent. Additional information was received that this transvenous defibrillation lead was explanted, along with the crt-d due to the recall. The transvenous defibrillation lead had blood and/or body fluid in the lead body.